Manufacturer narrative:
Evaluation results: restenosis/thrombosis.

Event description:
An unknown size micro driver otw coronary stent system was implanted into a patient for treatment of a distal lad lesion. The vessel morphology was not reported. It is unknown if the lesion was pre-dilated. It was reported that the patient experienced in-stent restenosis. The patient was brought in for a secondary intervention, ptca. (MFR report# 2953200-2009-00076) the ptca intervention was unsuccessful and the patient was sent to surgery for CABG. No further information had been obtained.